Manufacturer narrative:
Retention device testing performed. Summary of results: the retention devices met qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml, 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probable root cause: the urine hcg level always lower than serum as the urine sample is more likely influenced by many factors. If the pt drinks too much water which will dilute the urine before the test, the urine may not contain representative levels of hcg and a false negative result may be obtained. As so, if pregnancy is suspected, a first morning urine specimen should be collected and tested. We'll do further investigation if the special sample can be returned. Conclusion: so, this complaint is not confirmed.

Event description:
Acceava hcg basic ii test was used with non first-morning urine of the pt. The result was negative. Serum quant was performed with the result 604 miu/ml. Pregnancy was also confirmed by ultrasound.